Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, a visual inspection of the pump showed no evidence of moisture in the battery compartment. A leak test was performed and a leak was found at a crack along the side the battery compartment. The pump case was removed and no moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.